Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd smartsite¿ extension sets the device was occluded. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "can¿t prime at beginning."

Manufacturer narrative:
Two 20039e samples were received in opened packaging from lot 20116172; no connecting products were received to assist the investigation. Further information provided by the customer indicates that the occlusion was observed during connection with a luer-lok syringe, however no additional information relating to the make or model was available to assist the investigation. A bd plastipak 50ml syringe was used to flush fluid through the product; upon connection to the syringe the piston of the smartsite opened, and no occlusions or flow restrictions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116172 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned samples, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned, and the reported occlusion was not replicated during testing of the returned sample it could not be determined which is the most likely root cause for the customer's experience in this instance. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.